Event description:
It was reported that the patient has trouble walking and falls regularly. Patient cannot walk long distances. Patient states that the hip pops and catches when she turns on it. Patient is constantly in a lot of pain and regularly takes pain medication. Patient is sedentary with impaired mobility.

Event description:
It was reported that the patient has trouble walking and falls regularly. Patient cannot walk long distances. Patient states that the hip pops and catches when she turns on it. Patient is constantly in a lot of pain and regularly takes pain medication. Patient is sedentary with impaired mobility.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right hip. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain related to a trident acetabular liner was reported. The event was not confirmed. The device remains implanted. Medical records received and evaluation: review of the provided records concluded: "based upon the information reviewed no determination can be made regarding this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. The event could not be confirmed nor the root cause determined due to the minimal information received.